Event description:
It was reported that on (B)(6) 2011, the patient obtained a blood glucose reading of 500 mg/dl and she experienced the symptom of vomiting. The patient was admitted to the hospital with a diagnosis of dka; her blood ketones level was 3.8 mmol/l. The patient was treated with intravenous fluids and insulin. The patient continued to use her insulin pump while in the hospital. The patient's mother reported the patient had a "scratchy throat" and possibly had a viral infection prior to hospitalization. It was also reported the patient had a recent growth spurt and was going through puberty. Troubleshooting revealed the patient's technique was correct, there were no issues with the infusion set or infusion site, and all pump settings and programming were correct. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump and was hospitalized in dka, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.